Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the cable strain relief mechanism. No conclusion can be drawn as status of final repairs is unavailable.

Event description:
The customer reported, the interconnect cable was broken. No pt injury was reported.